Event description:
"S/p b subgl transax 365cc surgitek gels for augmentation. Pt had capsular contracture treated with multiple closed capsulotomies both by implanting surgeon and" spouse. "Last one probably in 1986. Pt denies decrease in size of l breast, but c/o decreased r x 2 wks and c/o l breast pain. Pt also has systemic probs including arthralgias, myalgias, thigh spasms, chronic fatigue, recurrent colds, hot flashes, headaches, tmj probs, visual probs, dizzy spells, memory loss, dry mucus membranes, oral sores, rashes, sens sun/cold/chem, sob, cp, choking sens, wgt gain, gi/gu disturb, and easy bruising. Otherwise healthy."